Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported capsular contracture grade 3. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified lot number: 3127064 and catalog: 115-322. Observed opening on radius side. Observed red particles sin the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture grade 3. Device has been explanted.